Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire [is missing/detached. The patient is unable to locate the wire but believes it was broken off prior to sensor being inserted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.